Event description:
It was reported that the pump had unspecified alarms that required "to be frequently reset". There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.